Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for routine device replacement. A pre-operative interrogation reveal that the right ventricular lead exhibited high threshold values, as well as impendence values trending near the upper limit. An x-ray of the lead was unremarkable. The healthcare provider decided to cap and replace the lead on (B)(6) 2019. There were no patient complications related to the procedure.